Event description:
In this event it is reported that a propex pixi long measure wire was checked and it was concluded that it is unstable at giving signal due to the wire being damage and gave incorrect measurements. The pain did not have injury but they had pain.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: all received measuring cables successfully passed incoming inspections upon receipt. These inspections were performed in accordance with ansi z1.4, applying an aql of 1.5%. Based on the information provided, the cable in question is marked with lot number 10115423. Unfortunately, this number does not correspond to any known lot issued by forum and is therefore assumed to be inaccurate. As such, we are unable to confirm the production or delivery date of the item. During testing, the cable exhibited intermittent contact in the connector area. From its condition, it appears to have been used for a considerable period. As noted in the IFU, the cable is intended to be replaced every 6 months, and it is likely that this particular unit has exceeded its recommended service life and is no longer under warranty. Historical records indicate that this is only the second reported issue with this cable model (a103100000300) since 2018 out of tens of thousands distributed. Given this exceptionally low occurrence rate, the issue appears to be isolated and unrepresentative. Therefore, we believe that replacing the affected item should be sufficient in this case. Nonetheless, as a gesture of goodwill, we will provide a replacement cable at no cost. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.